Event description:
It was reported that a cardiac perforation with subsequent cardiac tamponade occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed, the shape of the device suggest a perforation to the laa, which was confirmed via transesophageal echocardiogram (tee). At this time, the device was pulled back in attempt to try and block the perforation. A pericardial effusion and cardiac tamponade were also noted for which a pericardiocentesis was performed. Drugs were administered to support patients drop in blood pressure. Patient was then sent to surgery after the pericardiocentesis was unsuccessful. In surgery, the device was removed and laa was ligated. At the time of reporting the patient has not discharged.